Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the bands were on top of the other when placed on the varices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the bands were on top of the other when placed on the varices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that there were two speedband superview super 7 devices used during the same procedure that were unable to deploy. There was no difficulty experienced upon setting up the devices. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2021-08184 for the first speedband superview super 7 and 3005099803-2021-08185 for the second speedband superview super 7.